Manufacturer narrative:
E1: initial reporter address: no. (B)(6). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported thirty minutes into hemodialysis therapy, the patient experienced allergic reaction symptoms with a pollyflux 170h set. The patient experienced chest tightness, severe cough, asthma discomfort, pain, irritability, hypotension, increased heart rate, and dizziness. The dialyzer was replaced for the different brand filter. No medical intervention was reported. No additional information is available.